Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During pacemaker implant, a non-abbott unipolar lead was connected to the pacemaker and the stimulation began. The pacemaker switched to bipolar resulting in inhibition of stimulation. The device was reprogrammed into unipolar and the event was considered resolved. The patient was stable.